Manufacturer narrative:
Date of event:12oct2018. PMA/510k:11oct2018. The customer replaced the defective flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed an error code watchdog test failed (e/c 100b).the device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.